Manufacturer narrative:
Initial emdr is being re-submitted per request of FDA on 04-may-2021. Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 17-nov-2016. The MDR report for this complaint file for the initial submission on 17-nov-2016 failed submission. Follow-up # 1 was sent with the information from the failed submission electronically submitted to the FDA on 13-jan-2017. On 13-jan-2017, the following information was re-submitted: based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on 13-jan-2017. On 18-dec-2017, the following information was received: updated data: event description: a review of the last three product monitoring review's for trends indicated no trends for this issue on this product. The historical complaint data from november 2014 to november 2016 was reviewed as it relates to reports for product icc 412002. A total of two (2) complaints, including this one, were reported. This issue will be monitored through the post market product monitoring review process. No additional patient / event details have been provided to date. Should additional information become available a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).

Event description:
The distributor reported that foreign material was observed on the surface of the duoderm during inspection of the product. The product was not used on a patient. A photograph was provided by the complainant depicting the reported complaint issue.